Event description:
The account alleged a tech was cleaning the bed and after raising the head section, attempted to lower the bed with CPR. When she pulled the CPR handle, the head section did not initially lower and she heard a 'pop' in her shoulder. The tech went to the ER and her arm was placed into a sling.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 347 mg/dl and 53 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.